Manufacturer narrative:
Device evaluation: the board was received and visually inspected / tested. The isolation transformer was functioning as intended, however, the cmi circuit board was not providing the necessary dc voltage. This caused the problem.

Event description:
It was reported that during an ablation procedure, the isolation transformer that powers the cim box and laser box failed mid-procedure. The morning of the case, the clinical specialist (cs) checked the edcc via remote desktop for the three attempts to reach the interface platform (ip); everything looked normal. Upon transferring the patient from the operating room to the imri, the cs verified that the portable connector module (pcm) was powering the ip, and the laser pilot light was on. The physician then proceeded to position the patient in the MRI and move the MRI table to the back of the bore to connect the laser and robot to the pcm. It was at this point that the cs noticed that the laser pilot light was no longer on, but the ip was still receiving power and correctly identifying the probe. The cs then proceeded to connect the robotic probe driver (rpd) and laser to the pcm and ip in order to see what feedback was received on the software. On the software, the user received a warning that the laser was not connected and there was no temperature feedback. The cs rebooted the system but there was no change. The cs then went back to the rack and the laser box was off-despite efforts of toggling the on/off key and doing a full shut down and reboot. The cs checked the connections going to and from the laser and reseated them with a screwdriver; no change. Finally, the cs found an external power cable and plugged the laser box directly into an outlet which gave power to the laser. The user attempted to continue with the case but were still not receiving temperature data, and the software began listing errors and dialogue boxes stating that all three e-stops had been triggered (none of them were alarming). The cs then had to restart the edcc service to try and reestablish communication and rebooted the system. The cs went back to the rack to further troubleshoot the connections on the system, this is when it was noticed that the 24v and 12v leds on the cim box were dark- indicating it was receiving no power. The user was not able to fire the laser and treat the patient. The case was then aborted. There were no further patient complications reported in relation to this event.